Manufacturer narrative:
Formatted history file analysis has confirmed pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. However, the insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin pump was received with severely scratched lcd window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a pump error alarm for hardware low level failures on the insulin pump. Customer's blood glucose was 4.9 mmol/l. Customer performed the self-test which came up after the delivery stopped but they received the same alarm. Customer was advised that the pump will be returned and replaced.